Event description:
Caused great pain which lead to multiple surgeries. Mesh - caldera 2001 caused great pain. Left me worse. Advised a mesh implant would help me with weak bladder, trusted gyn implanted in 2009. Great pain continued, could not find dr to remove. Next gyn removed my uterus in 2011, stating it would relieve pressure on bladder. Condition worse. Found urologist finally in 2013, who was able to removed part of mesh, rest is in my body. There after continued gi issues which leads to ER and removal in 2015, of my fallopian/ovaries due to large mass (tumor). Last surgery caused infection in small intestines, still treating condition today. Ruining my body in many ways. It has ruined my way of life! Caldera claims no responsibility for thousands of women. "For spasms - not working." Diagnosis or reason for use: bladder control.